Manufacturer narrative:
Clinical signs (B)(4): significant reduction of irido-corneal angles. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -6.00/5.0/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault with significant reduction of irido-corneal angles was observed. On (B)(6) 2022 the lens was removed and on the same day different surgery a replacement of shorter length lens was implanted. This resolved the problem.

Manufacturer narrative:
Corrected data: b5: lens diopter should be corrected to state: -6.00/0.50/088 (sphere/cylinder/axis). Claim# (B)(4).